Event description:
Additional information was received from a healthcare provider via a manufacturer representative that indicated the intrathecal pump contained lioresal 2000 mcg/ml (1498 mcg/day). The baclofen lot number was unable to be obtained. The reported drug information was discrepant to the previously reported drug information of gablofen baclofen. A follow up inquiry has been generated to clarify the drug information at the time of the event. The volume discrepancy occurred at refill. The expected reservoir volume was 7.6 (erv) and the actual reservoir volume (arv) was 11. This was noted as not a significant discrepancy. No interventions/ actions were taken and no surgical intervention occurred. The patient would be monitored. The issue was not resolved at the time of this report. Patient status at the time of this report was alive with no injury. If additional information is received, a follow up report will be sent. Additional information received from a healthcare provider (hcp) via a company representative clarified the patient was receiving lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).

Event description:
On (B)(6) 2015 information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (baclofen) 2000ug/ml at 1400/d via an implantable pump. The indications for use was noted as intractable spasticity and cerebral palsy. The healthcare provider reported the patient had a return of symptoms and has become more spastic over the past 3-5 months. The symptoms also corresponded with 3 volume discrepancies; (B)(6) 2015, estimated reservoir volume (erv) =6.9 milliliter (ml) and actual reservoir volume (arv) =12 ml; (B)(6) 2015, erv=4.4 ml and arv=9.5ml; (B)(6) 2015 erv=7ml and arv=11ml. It was noted that previous to these refills, the erv and arv were nearly identical. The healthcare professional (hcp) has not read the logs yet. The hcp was considering diagnostic tests to check the catheter placement and possible dye study for patency check. On 7/15/2015 additional information was received from the physician. The physician stated that the patient was continuing to have issues. A dye study was performed and was normal. Per the physician they were able to access the cap without any issues and despite that the patient continues to have more remaining volume in the pump than expected. The patient remained stable, but was slightly more spastic. The physician stated they would be out of the country for the next two months but thought that the pump should be replaced.